Manufacturer narrative:
Faulty siderail.

Event description:
It was reported by service report that the siderail would not lock in the upright position. There was pt involvement, however no adverse consequences are reported.